Manufacturer narrative:
Combination product: yes. The device was received for analysis. Explant date is currently unknown. Upon receipt, the lead under complaint was found cut 61.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 32.5 cm proximal to the lead tip, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the damage mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the lead's motion should be taken into consideration. Additionally, the fixation helix was found bent and the shock coils deformed. These damages probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that oversensing was noted on this lead. The patient has been referred to a larger center for replacement. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.